Manufacturer narrative:
This report is submitted on april 28, 2017.

Event description:
It was reported that the patient developed and infection at the implant site resulting in the decision to explant the device (date not reported). The patient was reimplanted with a new device on (B)(6) 2017.